Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump would not retain the user programmed date and time settings upon removal of the primary aa battery and the internal battery was found to be leaking. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, evaluation revealed a dim and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The patient stated that the pump alerted that it reached its maximum daily delivery and says this is unusual. The total daily dose basal amount on (B)(6), 2011 was 48.04 units, which is different from the 34.65 units on (B)(6). The patient stated he does not use the temp basal feature and never changes the basal rate. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump was returned to animas. Evaluation is not yet complete. When evaluation is complete results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.